Manufacturer narrative:
Correction information was provided in d.4. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported plunger override. The account indicated the product was not available to evaluate. Plunger override may occur: due to rapid advancement faster than the instruction for use (IFU) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ophthalmic viscosurgical device (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23c / 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of plunger override the lens, doctor worry the lens was scratched when plunger override the lens. Waiting for the patient¿s feedback and there¿s possibility of explant if patient complaint there¿s a line in the vision. There was no patient harm.